Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache, hypersensitivity, inflammatory response and other. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache, hypersensitivity, inflammatory response and other. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacture service centre for further evaluation. During the evaluation of the device at the manufacture centre, the device was visually inspected and found no evidence of visible foam particles. There was one error code found. The manufacture service centre concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.